Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative. It was reported that in (B)(6)2018 the patient went to the emergency room with symptoms consistent with withdrawal. The hcp later examined the pump and noticed a volume discrepancy and therefore decided to replace the pump. The volumes at the examination were not known. The drug information was given as morphine, 17.8 mg/ml at 0.114 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the representative received a call on (B)(6) 2018 from a hcp stating that they were going to remove the patient's pump because it wasn't working. The hcp told the representative that he was going to leave the pump in the hospital and asked him to go get it and return it to the manufacturer. However, when he went on (B)(6) 2018 to retrieve the pump, the hospital informed him that the patient had taken the pump home. No other information was known at the time of the call. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-mar-29. It was reported that the doctor tried to give the patient 3 separate boluses while the patient was in the emergency room in (B)(6) 2018 the patient did not respond to those boluses. The doctor also tried to aspirate the catheter and was unable to do so. The patient's weight was unknown and the issue was considered resolved with the pump replacement. No further complications were reported.